Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced chest pain and shock. Upon review, it was noted multiple ventricular tachycardia (vt) episodes treated with anti-tachycardia pacing (atp). In one episode of vt, it was suspected that the rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, two shocks were delivered and converted the rhythm. It was confirmed that this crt-d was working as intended. Currently, remains in service and no additional adverse patient effects were reported. Additional information was received that this device was successfully explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "known inherent risk of device" because product record reviews did not identify a product quality issue or new patient harm. A risk review was completed and confirmed that the event of rhythm acceleration was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced chest pain and shock. Upon review, it was noted multiple ventricular tachycardia (vt) episodes treated with anti-tachycardia pacing (atp). In one episode of vt, it was suspected that the rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied. Then, two shocks were delivered and converted the rhythm. It was confirmed that this crt-d was working as intended. Currently, remains in service and no additional adverse patient effects were reported.